Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study, the patient experienced pseudoaneurysm, hematoma, pain, and swelling in the affected extremity. The patient was admitted in the hospital, where an arteriogram, coil embolization, and blood transfusions resolved the complication. The patient received packed red blood cells (prbc) and pain medication. The pseudoaneurysm was identified with a CT scan and arterial duplex. The size of the pseudoaneurysm was considered small, as it could not be determined on imaging. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available.